Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found insulation breach due to degradation at 4.4 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.